Event description:
Boston scientific received information that during a replacement procedure, this device was removed and replaced. During the procedure, difficulty was encountered loosening the set screws. The atrial setscrew was able to be loosened, however the ventricular lead connector could not be loosened and the lead was cut. It is unknown whether the leads are boston scientific products. The remaining portions of the lead were surgically abandoned. The leads and device were successfully replaced with non-boston scientific products. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory and completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device header was examined. Visual inspection noted that all setscrew capture washers are distended. Visual examination of the ventricular tip setscrew revealed the setscrew hex slot was rounded out. Further microscopic analysis noted that all setscrews were stuck in the fully retracted position and the seal rings were missing. In addition, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. Technicians exposed the device to simulated heart load conditions, and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of detailed tests were also performed to measure the electrical performance of the device. Normal function was observed and the pacemaker did not exhibit any anomalies. Analysis confirmed the reported allegations and determined this may have been due to a setscrew retracted too far or by the use of an improper or damaged wrench.